Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's front case and rear case and reseated all of the device's internal connections. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they attempted to use this device on a patient but it would not power on. They were able to switch to a back up device and use that to continue patient care. There was no report of any adverse effects to the patient as a result of the reported issue. The customer informed physio-control that no additional patient information is available.